Event description:
The customer reported that the system displayed high ma error messages during a patient procedure. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was lubricated and a filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.